Event description:
It was reported that the patient experienced low blood glucose episodes last reported at 65 mg/dl while using the ilet system, with the device log showing a single dosing stopped event that corresponded to a reported occlusion and a usage pattern of entering meal announcements as corrections for hyperglycemia reported at 401 mg/dl. No adverse clinical symptoms associated with hypoglycemia rand hyperglycemia reported. Outcomes included no medical intervention or hospitalization. Investigation included review of synced device reports and discussion of dosing behavior. Investigation of this case revealed that using meal announcements as correction doses likely contributed to insulin stacking and blood glucose fluctuations, while the device functioned as designed with a single dosing stopped event observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavior related to correction dosing rather than a device malfunction.

Manufacturer narrative:
Initial.